Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump screen became unresponsive and later was found cracked across the top after routine handling during a trial, resulting in inability to navigate away from the graph page and persistent beeping. Symptoms included none and blood glucose remained unaffected. Outcomes included discontinuation of the pump and reversion to backup therapy while continuing cgm use. Investigation included remote troubleshooting and user education regarding shutdown, return process, and limited access features. Investigation of this case revealed a damaged display/touch interface consistent with physical damage to the screen, with user interface buttons inoperative and the device continuing audible notifications until battery depletion. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to device component failure of the display/touchscreen.